Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -10.50 diopter was implanted into the patients left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens explanted due to glare/haloes. The problem reportedly has been resolved. Cause reported as unknown.

Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).